Event description:
Upon review of a (B)(6) male pt's download zoll customer support reported a service code 204. The pt was contacted and issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon eval, there was an open orange (+5v) wire inside the trunk cable. The cause of the code 204 is the open orange wire. The root cause of the open orange wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.